Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned mmdg could not complete an investigation. The initial reporter did state that the patient experienced a delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump alarmed an error code 10 that they were unable to clear. They also stated that the patient experienced a delay in therapy because of the error code. Mmdg followed up with the initial reporter who stated that they were unable to state how long the delay in the patients therapy was, but that the patient was "fine". [(B)(4)].